Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 2:00 am, the patient went to the bathroom and experienced a loss of consciousness. The patient reported no symptoms prior to the event. He stated that glucose readings were available through the cgm app before and during the incident but was unable to recall or provide any cgm values. He also reported that he did not hear any cgm alarms. During the fall, the patient sustained broken ribs. No treatment or medication was administered prior to the arrival of emergency medical services (ems). At approximately 5:00 am, the patient's wife found him unconscious in the bathroom and called ems. Ems arrived at approximately 5:20 am and obtained a fingerstick blood glucose (fsbg) measurement of 25 mg/dl. The patient was transported to the emergency department, where hypoglycemia was clinically confirmed by the treating physician. The patient also developed pneumonia in the left lung. He reported that healthcare providers believed the pneumonia may have been related to his prolonged loc, during which he remained on the tile floor for an extended period and experienced a decrease in body temperature, with a reported body temperature of 89°f. The patient was subsequently admitted to the intensive care unit for treatment of pneumonia and received antibiotics. He regained consciousness during hospitalization but was unable to recall whether this occurred in the ed or ICU. The patient alleged that the cgm was reading higher than his blood glucose level. The patient was unable to provide any additional cgm readings, fsbg values, or details regarding other medications administered during hospitalization. The patient was discharged on (B)(6) 2026 with no further treatment required. At the time of the report, the patient stated that he was feeling well and that his broken ribs were healing. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.